Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. The device was returned for evaluation and the customer report of regurgitation was confirmed due to observed suture loop. As received, all three leaflets were stiff and translucent-like due to dehydration. Suture track indentations were observed on the free margins of leaflet 1 and 3 near commissure 1, indicating that the suture was looped around commissure 1. X-ray demonstrated wireform intact. Sewing ring had multiple cuts around the valve and wireform was exposed around the inflow aspect of the valve. Echo images were reviewed with the following findings. "Iotee immediately after mitral valve replacement with a model 6900ptfx29 bioprosthesis reveals severe central mitral regurgitation. However, the anatomy and motion of the mitral leaflets are not demonstrated. Based on the submitted images, it is not possible to reliably discern whether central mitral regurgitation is due to an abnormality intrinsic to the bioprosthesis, or due to extrinsic factors (including suture loop)." Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. Based on the available information the root cause of the event was likely due to procedural factors. There was no indication or allegation of a device malfunction contributing to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm pericardial mitral valve was explanted at implant due to regurgitation. Reportedly the patient that valve was a rheumatic, fused valve, however not so much calcified. The surgeon performed a resection of the anterior mitral leaflet and commissures but kept some of the posterior. As reported, when they noticed the regurgitation the patient was put back on cardiopulmonary bypass to explant the valve that was replaced with a non-edwards device. The explanted device was returned for evaluation. It was subsequently learnt that the patient passed away. As reported, the surgeon allege that the death was caused by the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The root cause of the regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29 mm valve was explanted at implant due to regurgitation. As reported, the patient was put back on cardiopulmonary bypass to explant the valve that was replaced with a non-edwards device. The explanted device was returned for evaluation. It was subsequently learned that the patient expired. As reported, the surgeon allege that the death was caused by the valve.